Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter would not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged power issue began at 6am on (B)(6) 2016. The patient manages their diabetes with x4 500mg metformin, x4 30mg gliclazide and 60 units of novalin per day. The patient reported that an unspecified period of time before the alleged product issue occurred they developed symptoms of "fuzzy/ blurry eyesight". The patient did not take any specific treatment as a result of these symptoms but stated that they skipped a meal and did not take x2 500mg metformin and x3 30mg gliclazide at 8am on (B)(6) 2016 as a result of their symptoms. At the time of troubleshooting, the csr noted that there was no misuse of the product and the meter did not turn on when a test strip was inserted. The patient's products were replaced but the patient did not want to return the subject meter. Based on the information provided, there is no indication the meter issue caused and/or contributed to an adverse event. Although the patient developed symptoms which meet lifescan's definition of serious hyperglycemia, these symptoms developed before the alleged product issue began and the patient did not receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.